Manufacturer narrative:
The field service engineer (fse) identified that the mechanical stop, designed to limit the lid opening to (85°±5°), was found to be deformed and not properly secured. Over repeated opening cycles, this mechanical stop likely shifted and deformed, eventually allowing the lid to overextend beyond 90°. This overextension caused eventual detachment of the lid counterbalance assembly. The fse replaced the failed lid counterbalance assembly and confirmed the instrument is operating as intended. The investigation determined that the service actions resolved the issue.

Event description:
The customer reported an issue with the cover of the benchmark ultra system. It was reported that while opening the instrument hood, the lid counterbalance assembly became detached and fell into five pieces. The lid subsequently fell, pinching the operator's thumb.